Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: investigation revealed that all keypad buttons were under responsive. The keypad cover was removed and no defects were found to the button contacts or to the keypad flex. The pump casing was opened and there was evidence of moisture corrosion found on the printed circuit board, which was determined to be the cause of the button response issue. Unrelated to the original complaint, investigation revealed a case seal leak.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.